Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed april 3, 2015.

Event description:
Per the clinic, the electrode array was located outside of the cochlea. The device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same procedure.